Event description:
Caller tested 6.7 inr and 6.2 inr on the coaguchek xs system while a comparison lab returned as 3.9 inr. The caller's coumadin dose was held for 3 days based on the reported results. No adverse event reported. Requested return of suspect system, however, the caller no longer has the test strips; replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device will not be returned to manufacturer.